Event description:
The user had an issue with the ise nozzles making a loud noise when lifted up from ise vessel and also stated he has also gotten both low and high fliers on samples. Each sample affected went through auto rerun and the rerun results were normal. The user initially stated 3 to 4 pts were affected and later provided data for 4 pts. The potassium result for one of these pts was considered discrepant. The initial result was 3.6 mmol per l, the repeat result was 4.7 mmol per l. No erroneous results were reported out.

Manufacturer narrative:
The field service rep determined there were broken nozzles and replaced them. He performed instrument testing to verify the analyzer performance which was within accordance with specifications. The user verified the analyzer performance with qc.